Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the lead and stylet was attempted, however ¿the alleged bend was not able to be confirmed due to the manner in which the lead and stylet were shipped back¿ to the manufacturer. Further analysis of the lead found no anomaly. Further analysis of the stylet found it was ¿bent.¿

Event description:
It was reported that upon inspection prior to implant, the lead tip was found to be bent and was "deemed unimplantable by the surgeon." Additional information reported that when the ¿lead was removed from the packaging by the operating room team¿ the ¿implanter noticed part of the lead was bent.¿ it was stated that another lead was used. It was noted the lead was not used within a patient, there was no patient injury or death, and the patient ¿recovered without sequela.¿ please note: this event was originally reported in manufacturer report #6000153-2013-00169. All additional follow-up regarding that report will be submitted as part of this report.